Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: an evaluation was not performed as the device was not returned. The result of the investigation is inconclusive. The sample was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (B)(6) 2015); (manufacturing date: (B)(6) 2014).

Event description:
It was reported through the results of a clinical trial that follow up imaging at 24 and 36 months identified instent stenosis. No reported intervention was performed. The current patient status is unknown.

Event description:
It was reported through the results of a clinical trial that follow up imaging at 24 and 36 months identified instent stenosis. No reported intervention was performed. The current patient status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent are identified.  Manufacturing review: a complaint lot history review was carried out. The production history for the device was reviewed and no anomalies were identified. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. This is the first reported complaint for this lot number and issue to date. Investigation summary: the investigation is confirmed for the reported instent stenosis issue. The device was not returned for evaluation. The definitive root cause for the reported instent stenosis issue could not be determined based upon available information. While imaging at 24 and 36 months identified instent stenosis, it was not proven that the lifestream device was responsible. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown whether the patient factors handling, procedural techniques or disease progression contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: potential adverse events arterial occlusion/restenosis of the treated vessel. Restenosis in the treatment area / covered stent edge. Expiration date: 08/2015, manufacturing date: 09/2014.